Event description:
Five mins into hd machine had air detector alarms. Bubbles (micro) noted on the arterial extracorporeal line. Small blood leak from arterial pillow caused by pin sized hole. Treatment discontinued without rinsing blood back. Arterial line changed. Tx resumed without any other problem.